Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for a patient who was noted to have a "replace backup battery (ebb)" alarm even though the battery has 16 months until expiration. The patient was given a new battery as the patient has unreliable electricity to their house and generally has had several external power disconnects when seen in clinic. Log files were reviewed, and on 12dec2024, no external power events were captured. This was caused by the power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events. During the no external power events, some ebb faults were noted. It appears that the ebb was unable to charge, resulting in the ebb faults.

Manufacturer narrative:
Section a4: patient weight was not provided section d: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. An event log file was submitted for evaluation and data from the reported event date of 12dec2024 was reviewed. On (B)(6)2024 at 8:41:33 and 8:41:37, while connected to the mobile power unit (mpu), low power hazard and power cable disconnect alarms activated due to losses of alternating current (ac) power. At 8:41:41, the alarms transitioned into no external power alarms. The losses of power resolved at 8:41:42, after external power was restored to the mpu. The emergency backup battery activated as intended, and pump operation was not affected. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the mobile power unit being unknown. Heartmate 3 instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event